Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after eight months of service, this right ventricular (rv) pacing lead was surgically abandoned due to loss of capture (loc). The cause of the loc was not reported. A new lead of the same model was implanted successfully. No additional adverse patient effects were reported.